Event description:
It was reported to boston scientific corporation that during a procedure using an advantage fit transvaginal mid-urethral sling system, as the physician was passing the trocar along the patient's left-side, the physician perforated the bladder. The physician reportedly did not repair the perforation, and there was no medical intervention for the patient. The physician repositioned the device and completed the procedure with no further complications to the patient, who is over 18 years of age and was fine at the conclusion of the procedure.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.